Event description:
It was reported that the display was flickering. No pt incident was reported.

Manufacturer narrative:
Multiple attempts for product return and additional info requests were made. The unit has not been returned to allow an analysis to be performed. If new info is obtained, a follow up report will submitted.